Event description:
A us distributor reported that a patient's electrode belt e-belt connector was damaged.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (belt connection) was confirmed due to the trunk cable being damages, causing the belt to not plug into the monitor to perform detect and treat testing. The root cause for the damaged trunk cable cannot be positively identified. The electrode belt is designed to meet the mechanical requirements of iec 60601-1. There was no adverse event that resulted from the damaged belt.